Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient had diabetic ketoacidosis and he passed out. The patient's wife helped him and drove him to the diabetes specialist at 8:00 a.m. The blood glucose level was not measurable and he was treated with insulin via perfusor.